Manufacturer narrative:
Additional information was received that the malfunction was leakage of the o2 regulator and air check valve. This would result in insufficient pressure which would be noted during testing and allow for adjustments. Therefore, there was no reportable malfunction.

Event description:
It was reported that there was a malfunction resulting in oxygen therapy unavailable. There was no patient involvement.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: gehc trout - 3114 n grandview blvd. USA waukesha, wi 53188.